Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. Unable to verify alarm in alarm history screen due to overwritten history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had motor error alarm on their insulin pump. Customer's mother reported changing the infusion set and all the customer's information was erased. Customer's blood glucose was unknown. It was also found a motor position encoder error alarm occurred on the insulin pump. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.